Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with pairing up the transmitter to the insulin pump. Troubleshooting was performed and it was noted that the sensor had a bent cannula. The customer also reported that they had a high blood glucose level of 600 mg/dl. They treated the high blood glucose with 7.8 units of insulin from the insulin pump. The customer also had high blood glucose levels of 458 mg/dl and 337 mg/dl which they treated with the insulin pump. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.